Event description:
Additional information was received that no pre-dilation was performed. The deployment starting point was the bottom of the pigtail. Prior to valve dislodgement, the implant depth was 4mm on the non-coronary cusp (ncc) and 5mm on the left coronary cusp (lcc). Due to the fear of dislodgement, the implanters decided to push on the system and did not intend to implant deep. Once the paddles were detached, the valve dislodged to an implant depth of approximately -100mm as it was moved to the aortic arch.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, into a patient with pre-existing pure aortic regurgitation, the valve was deployed at the correct implant depth, however at the moment of valve release, the valve dove into the left ventricle. The valve was snared back and it then embolized into the aortic arch. The valve was left here and the implant team assessed the perfusion at the greater vessels. The case was finished. Of note, the native valve perimeter measured 69 mm and the team selected a size 29 mm valve. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  concomitant product ID d-evolutfx-2329 (lot: 0012192768); product type: delivery catheter system (dcs)  product ID l-evolutfx-2329 (lot: 0012148535); product type: compression loading system (cls)  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 e1 h2 h3 h6 image review: fluoroscopic images of the implant procedure and snaring of the valve were provided for review of the event described above. Patient summary was not provided for anatomical review. Prosthetic valve migration/embolization is listed in the evolut¿s instructions for use (IFU) as one of the potential adverse events and repositioning precautions. Migration / valve dislodgement of the transcatheter aortic valve (tav) can be facilitated by a variety of factors, including but not limited to, implant depth, valve size selection, unfavorable anatomical configurations, an unresolved infold, implant technique or post-balloon dilatation complications. The provided images don¿t allow for a comprehensive implant depth assessment of the valve. On the provided picture, the evolut frame¿s left coronary cusp (lcc) implant depth appears to be is very deep. For a native annulus with a measured perimeter of 69 millimeter (mm), and no other anatomical limitations speaking against it, medtronic recommends using an evolut 26 mm. It¿s unknown, why the decision was made to implant an evolut 29 mm valve in a 69 mm perimeter annulus. It¿s possible that too large a valve, implanted deep in a small annulus, tends to slide downwards into the left ventricle. Therefore, it appears plausible that the deep implant position on the left side could have been a strong contributor to the complete valve dislodging into the left ventricle after final deployment in this case. Without further information about the implant technique (e.g. Applied forward push on the delivery catheter) or anatomical circumstances, at this point the unilaterally deep implant in combination with the valve choice cannot be determined as the sole root cause of the incidence. By successfully snaring the evolut frame up into the ascending aorta, the implant team prevented an ongoing insufficiency resulting from the dislodged valve. No adverse patient effects were reported. Conclusion: the investigation is ongoing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the valve was implanted deep (maybe 25 millimeter (mm) deep) causing the valve to dislodge. The implanters decided to use a snare to pull up the valve when it embolized into the ascending aorta. No second valve was used and no injury was reported.

Manufacturer narrative:
Updated data: h6 conclusion: potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this case, the image review confirmed a very deep implant depth. The image review also determined that the valve was oversized for patient annulus at 29mm rather than 26mm. Per the event, that due to the fear of dislodgement, the implanters decided to push on the system and did not intend to implant deep. The conclusion of the image review determined it plausible that the deep implant position on the left side could have been a strong contributor to the complete valve dislodging into the left ventricle after final deployment in this case. The root cause of the dislodge is most likely a use-related issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.